Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that a revision was being done on the catheter and the pump was in a temporary stop. Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the patient had increased pain therefor they believed there was a therapy issue. It was reported that the issue resolved. The hcp opened the pump pocket to possibly replace the pump segment. The hcp accessed the catheter access port and was able to aspirate the catheter without issue. The physician did replace the pump segment for good measure as they felt maybe there were bubbles.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6); implanted: (B)(6) 2009; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-oct-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.